Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was > 3000 pg/ml. On (B)(6) 2022 the repeat result was 25.80 pg/ml. On (B)(6) 2022 the repeat result was 27.94 pg/ml. Patient 2 initial result was > 3000 pg/ml. On (B)(6) 2022 the repeat result was 121.8 pg/ml. On (B)(6) 2022 the repeat result was 126.6 pg/ml. Patient 3 initial result was > 3000 pg/ml. On (B)(6) 2022 the repeat result was 245.6 pg/ml. On (B)(6) 2022 the repeat result was 227.7 pg/ml. The questionable results were not reported outside of the laboratory. The repeat results from (B)(6) 2022 were reported outside of the laboratory as they were believed to be correct. The estradiol iii reagent lot number was 590311 with an expiration date of 31-dec-2022.

Manufacturer narrative:
On 14-oct-2022 preventive maintenance was performed and the measuring cell was replaced. The investigation is ongoing.

Manufacturer narrative:
The instrument performance test data provided was incomplete. Liquid level detection (lld) alarms were observed for sample and reagent aspiration on the alarm trace data. The pinch tubing was last replaced on 21-jul-2022, liquid flow cleaning was last performed on 22-sep-2022 and the measuring cell had never been replaced on the instrument. The service actions (preventive maintenance and replacing the measuring cell) resolved the issue.